Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Portions of the device were returned, and the product investigation was conducted with the results noted below. The iol was ejected out of the injector and not returned. The slider and rod were returned. The dye test result showed the injector tip was properly coated. Proper coating is necessary for the iol to advance in the injector. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 254). As there were no abnormalities found in the inspection and production records, and the dye test showed proper coating of the injector, and the lens itself was not returned with the injector, it was not possible to determine the exact root causes of the lens not unfolding in the eye. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Lens would not unfold after insertion in patients eye. Lens had to be removed immediately again from patients eye. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's code for patient and device have been entered in this report. Manufacturer's codes for method, results and conclusion are pending for device return and product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results and conclusion.

Event description:
Lens would not unfold after insertion in patients eye. Lens had to be removed immediately again from patient's eye. Patient impact: intra-operative explantation.